Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse event of death, as the patient was actively undergoing treatment when the serious adverse event occurred. The pdrn reported the patient¿s primary cause of death was due to natural causes and was unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient expired. The patient was on pd treatment when he passed peacefully while sleeping. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient began his treatment on the evening of (B)(6) 2025 without any known issues. The following morning the patient¿s spouse heard the liberty select cycler alarm indicating the treatment had been completed, after which she turned off the device and returned to bed. The patient¿s spouse awoke at approximately 9-9:30 am to discover the patient had expired peacefully in his sleep on the morning of (B)(6) 2025. Per the pdrn, the cause of death was "natural causes," and was unrelated to any fresenius device(s) and/or product(s).

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient expired. The patient was on pd treatment when he passed peacefully while sleeping. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient began his treatment on the evening of (B)(6) 2025 without any known issues. The following morning the patient¿s spouse heard the liberty select cycler alarm indicating the treatment had been completed, after which she turned off the device and returned to bed. The patient¿s spouse awoke at approximately 9-9:30 am to discover the patient had expired peacefully in his sleep on the morning of (B)(6) 2025. Per the pdrn, the cause of death was "natural causes," and was unrelated to any fresenius device(s) and/or product(s).

Manufacturer narrative:
Additional information: d9, g4, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and a valve actuation test. An internal visual inspection of the returned cycler was performed. There were no visual indications of dried fluid under the pump assembly on the bottom cover. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.